Event description:
The user received "false positive" troponin t results for two pts' samples in primary bd. Pt with spinal trauma in the ER. The initial result from a sample collected at 6:53 am was 0.569 ug per l and was detected because a second sample drawn eight hours later had a negative result. The original sample was then retested twice with results of less than 0.01 ug per l each time. The troponin t result was "corrected to less than 0.01 ug per l." No info was provided to determine if the pt was treated or adversely affected. The field service rep replaced the measuring cells, changed all the seals and pinch tubings, cleaned the inside of the reagent probe, changed the mixer and replaced the sipper needle for measuring cell 1.

Event description:
The user received "false positive" troponin t results for two pts' samples in primary bd serum gel tubes. On (B) (6) 2009, pt had an initial result of 0.209 ug per l. The user had set up auto-rerun for "positive results and the repeat result was less than 0.010 ug per l. The initial result for this pt was not reported. The field service rep replaced the measuring cells, changed all the seals and pinch tubings, cleaned the inside of the reagent probe, changed the mixer and replaced the sipper needle for measuring cell 1.

Manufacturer narrative:
The investigation is ongoing. If add'l info is rec'd appropriate notification will be provided.

Manufacturer narrative:
The investigation is ongoing. If add'l info is rec'd appropriate notification will be provided.